Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of channel error 242.4030 was confirmed through a review of the logs. The root cause was determined to be due to a broken op1 sensor on the air-in-line board assembly. An inspection of the suspect pump module found the unit with the air-in-line sensor assembly optocoupler op1 and the ail assembly housing broken. A known-good dchu ail assembly was temporarily installed into the suspect pump module for testing purposes only. A 12-hour test infusion was started at a rate of 10ml/hr. The infusion finished with no errors or alarms noted. Asm preventive maintenance results indicated that the suspect pump module was performing correctly with a known good ail assembly installed. The review of the suspect pump module error logs showed three (3) error codes 242.4030 (motor stall failure) on the day of the reported event. An additional eighteen (15) similar error codes were observed dating back to (B)(6) 2025. All registered errors correspond to motor stall failure. A review of the suspect pump module event log showed that on (B)(6) 2025 at 10:06 pm, the channel was powered on/attached and a new infusion with a rate of 10ml/hr and a volume to be infused (vtbi) of 249.949ml was started. At 10:07 pm, the system alarmed for channel error code 242.4030 and the infusion stopped. The bd alaris system channel error tip sheet has information regarding instructions on how to deal and troubleshoot channel malfunctions. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key; operation of the affected channel will be stopped. The alaris user manual (v12.3.2) states not to use a device with any damage. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect s/n: (B)(6) (w/o: (B)(4)). Device was opened for investigation. Please replace ail assembly. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of error code 242.4030 displayed on the unit was confirmed to be due to a broken op1 sensor on the air-in-line board assembly. The broken op1 sensor is being attributed to a physical event where the pump module likely sustained a drop or severe jarring per dchu¿s prior investigation of this issue. Note that this report lists imdrf annex a0404, a0721 g0301201, g02005, c02, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during setup the device displayed a "pump chamber blocked" channel error (error code 242.4030). There was patient involvement, but no harm.

Event description:
It was reported that during setup the device displayed a "pump chamber blocked" channel error (error code 242.4030). There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.